Event description:
The patient's family member phoned to advise the patient's agility ankle total joint has been popping; catching and locking up; causing them to drop to their knees with pain. It locked up in 2003; resulting in a fall down 5 steps. A second surgeon removed a supporting plate and screws 2 1/2 months ago and that has not solved the problem.